Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined both cutters failed the cut test and the comb was bent. The cutter gears and collars were replaced on both cutters, and the comb was replaced on the mesher, which resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the mesher produced an incomplete mesh on previously recovered cadaver skin. At product evaluation the cutter did not pass the cut test. There was no patient involvement. No adverse events were reported as a result of this malfunction.